Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hexagonal flexible screwdriver shaft broke off from the handle while inserting the internal end cap for a proximal femoral nailing system (tfna). It was unknown if fragments were generated and if it was removed easily without additional intervention. There was a ten (10) minute surgical delay. Another device was used to complete the procedure. The 5mm hex screwdriver shaft was used in conjunction with the torque limiting attachment 6nm and cannulated t handle with quick coupling to statically lock the screw proximally in the nail. There was no patient consequence. Concomitant device reported: tfna end cap (part unknown, lot unknown, quantity 1). This report is for a hexagonal flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h6: device history lot: part: 03.037.028-us. Lot: 9486876. Manufacturing site: hägendorf. Release to warehouse date: 29. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on an unknown date, the hexagonal flexible screwdriver shaft broke off from the handle while inserting the internal end cap for a proximal femoral nailing system (tfna). It was unknown if fragments were generated and if it was removed easily without additional intervention. Another device was used to complete the procedure. The 5mm hex screwdriver shaft (03.037.029) was used in conjunction with the torque limiting attachment 6nm and cannulated t handle with quick coupling to statically lock the screw proximally in the nail. There was ten (10) minutes of surgical delay. The procedure outcome was unknown. There was no patient consequence. Concomitant device reported: unknown tfna end cap (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: 9486876) was received at us cq. Upon visual inspection, the shaft is broken at the first link (proximal end of shaft). Investigation conclusion: this complaint is confirmed as the shaft is broken at the first segment (proximal end of shaft) no definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.